Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distal tip (approx 1") of the metaglene drill bit broke while drilling the inferior metaglene screw. The surgeon determined that trying to remove the broken piece would present a greater to the patient than leaving it in place. He then slightly rotated the metaglene and proceeded with the surgery. 4 screws were placed in the metaglene. The surgeon could not palpate any portion of the drill bit exiting the bone. Post-op CT imaging confirmed that the fragment was 100% contained within the bone. With 10 minutes surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.